Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058224r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal morphine via an implanted pump system (dose and concentration unknown). The patient had an empty reservoir. They had called the facility, missed their refill date, and then went on a vacation. The patient was asymptomatic. Their pump was refilled and everything was fine after that.